Event description:
On (B)(6) 2021, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on the customer care agent (cca) documentation and additional information obtained when the cca listened to the call recording. The patient reported obtaining alleged inaccurate high blood glucose readings of ¿297 and 298 mg/dl¿ with the subject meter on (B)(6) 2021. The patient informed that the alleged meter inaccuracy began on (B)(6) 2021 at an unspecified time. The patient did not specify how he usually manages his diabetes, nor did he specify whether he made any changes to his usual diabetes management regimen. The patient stated that he went into a ¿coma¿ approximately 6 weeks prior to the high readings he received on (B)(6) 2021. The patient specified that he believes that the coma was related to the alleged product issue. The patient claims that he went to the hospital on (B)(6), where he received unspecified treatment. The patient did not report any blood glucose readings obtained on other devices. At the time of troubleshooting, the reporter confirmed that the meter had been set to the correct unit of measure. The patient¿s products were replaced. Medical surveillance was unable to reach the patient to clarify if the patient believed the device contributed to the adverse event. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.